Manufacturer narrative:
The manufacturer previously reported information on a uno legal litigation in reference to a ds2adv auto CPAP device with allegation of breast cancer. There was no report of medical intervention. This device is not part of the recall. The device has not been returned to the manufacturer for investigation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In the previously submitted report the device problem code was incorrect. Section h6 coding now updated.

Event description:
The manufacturer received information from uno legal litigation in reference to a ds2adv auto CPAP device with allegation of breast cancer. There was no report of medical intervention. This device is not part of the recall. The device has not been returned to the manufacturer for investigation. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.